Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, there was contamination found on the defibrillator pca and computer/analog board. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor. Device evaluation of batteries sn 86328942/86450892 have been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery packs.

Event description:
A us distributor reported that a battery pack and monitor would not power on a monitor.